Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went blank without any alarm or notice. The customer did not provide further details regarding the matter. She called to inform that she will return the pump tomorrow and that she did not need to troubleshoot. No products were shipped or returned as a result of this particular call.